Manufacturer narrative:
(B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided when the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): fast flow. End infusion planned to 13h the next day while the pump is emptied at 17h the day before. Drug: 5fu.